Event description:
Our office in the united kingdom received a report from a hospital that a female patient experienced an unspecified eye injury after using totalcare daily cleaner. In follow up the reporter indicated that the patient had a 'bad reaction' after using totalcare daily cleaner for soaking her lenses and then placing onto her eye (misuse of the product). The reporter indicated she had 'permanent damage' of the cornea and would see a specialist. Additional follow up was performed at which time the reporter indicated that the patient declined to provide any additional information and did not want to 'file a complaint.' The health care professional stated that no further information would be provided.

Manufacturer narrative:
(B)(4). No additional information is expected. All pertinent information available to the manufacturer has been submitted.